Manufacturer narrative:
The customer¿s report that the tubing disconnected and leaked from the spiros connector was not confirmed. The set was visually inspected including inspection of the drip chamber spike and the male luer under magnification. There were no damages or anomalies observed. Functional and pressure testing resulted in no leaks or disconnections. Dimensional analysis was performed and the set was within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of ara-c / cytoxin, the line became disconnected from the patient¿s central line access device and leaked. The non-bd connector had separated from the IV tubing, but remained connected to the patient¿s central line. Although no patient harm or clinician harm occurred due to the event, a delay of 2.5 to 3 hours resulted during the time it took for pharmacy to mix new medication.